Manufacturer narrative:
Manufacturer¿s ref. No: (B)(4). The purpose of this MDR submission is to report that multiple attempts to obtain product for analysis were unsuccessful. If product is returned or information provided at a later date, the file will be updated accordingly. Product analysis cannot be conducted as the product was not returned for analysis. No determination of causes and possible contributing factors could be made. As such, the investigation will be closed. With the information available and without the complaint product available to be returned for analysis, the reported issue documented in the complaint cannot be confirmed through functional evaluation and analysis. Based on the manufacturing documentation review, there is no indication that the event is related to the device manufacturing process. Assignment of root cause for the event remains speculative and inconclusive, based on the limited information provided and without the return of the complaint sample; however, it is possible that clinical and procedural factors, including device manipulation / interaction may have contributed to the reported failure. As part of the post market surveillance program, information from this complaint is trended for statistical signals and corrective / preventive action may be triggered at a later time. Since there was no evidence to suggest the event was related to a manufacturing or design issue, no corrective actions will be taken at this time. The manufacturer will submit a supplemental report if new facts arise which materially alter information submitted in a previous MDR report. Additional information will be submitted within 30 days of receipt.

Manufacturer narrative:
Manufacturer¿s ref. No: (B)(4). Information regarding patient identifier, date of birth, age, sex, gender, weight, race, and ethnicity were not provided. Section e.1: the initial reporter phone: (B)(6). Section h.3: the device is available to be returned for evaluation and testing. However, it has not been received to date. If the device returns, a device investigation will be performed. The product analysis team reviewed the photo. The review is documented below. [Photo review]: the photo included in the complaint shows a stent which is observed detached from the delivery wire and outside of the introducer. No structural damage was noted on the photo (i.e., no broken struts, no kinks); also, it was noted fully expanded, both ends can be noted as completely flared. Lake region medical performed a review of the device history records relative to the manufacturing, inspection, and packaging of the lot 8907908. The history record indicates this product was final inspection tested at lake region medical and was determined to be acceptable. As part of johnson & johnson medtech quality process all devices are manufactured, inspected, and released to approved specifications. The issue documented in the complaint regarding the stent being impeded in the hub of the microcatheter cannot be evaluated based on the photo provided. However, the issue reported regarding the stent being prematurely separated from the delivery wire is confirmed based on the detached condition of the stent. This investigation was performed based only on the photo provided. If the product is received after this investigation, an assessment will be performed as per the conditions of the device returned. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by johnson & johnson medtech, or its employees that the report constitutes an admission that the product, johnson & johnson medtech, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Missing information from this report is identified as blank; this information was not provided in the reported event or available at the time of report submission. The manufacturer will submit a supplemental report if new facts arise which materially alter information submitted in a previous MDR report. Additional information will be submitted within 30 days of receipt.

Event description:
The healthcare professional reported that during an endovascular aneurysm embolization procedure, the 4mm x 23mm no tip enterprise¿ 2 vascular reconstruction device (encr402300 / 8907908) was impeded in the hub of the concomitant microcatheter (unspecified brand) and could not be advanced further. The physician attempted to retract the stent, but the stent released automatically, and the stent body became prematurely separated from the delivery wire. It was reported that the physician used other devices to remove the stent body and replaced the stent to complete the procedure. There was no report of any negative patient impact. A photo of the complaint device is included in the file. On 18-nov-2024, additional information was received. Per the information, the target vessel of the procedure was the c6 segment of the left internal carotid artery (lica). No damage was noted on the stent / stent delivery system when it was removed from the patient. The replacement device was another 4mm x 23mm no tip enterprise¿ 2 vascular reconstruction device (encr402300). There was no delay in the procedure as a result of the reported issue.